Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a wet scope connector led to the no image malfunction; and, the cause for the white residue is a known inherent risk for the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer's allegation from (B)(6) 2025 was not a reportable event. It was observed that during the device evaluation from 22nov2025, the colonovideoscope exhibited no image, and white residue on both sides of the air/water channel. There was no patient involvement.